Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport MRI isp implantable port with an attached groshong catheter was returned for evaluation. Gross, microscopic visual, tactile evaluation and functional testing were performed. The investigation is confirmed for the reported catheter fracture issue as a partial compound break was noted approximately 2.7cm from the distal end of the attached catheter. Under microscopic observation, the edges of the partial compound break on the attached catheter were noted to be uneven. Upon infusion, leaks were observed from the partial compound break on the catheter. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: g3. H11: b5, h6 (method, result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that two years two months and eighteen days post port placement, the catheter was allegedly fractured upon removal. It was further reported that, port system was removed. There was no reported patient injury.

Event description:
It was reported that two years two months and eighteen days post port placement, the catheter was allegedly fractured. It was further reported that, the catheter was removed. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway.